Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 8021545-2024-00321. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The following tests were completed for (B)(4) reference samples and (B)(4) returned used devices ((B)(4) tubing and (B)(4) sets) of lot 6003163: 1. Visual inspection. (B)(4) reference samples, (B)(4) used tubing and (B)(4) used sets were visually inspected and no damages or bent. 2. (B)(6) flow test on customer complaints -(B)(6), version 10. (B)(4) reference samples, (B)(4) used set and (B)(4) used tubing met the criteria of minimum 30ml/minute but in (B)(4) used sets the p-cap connector needle was clogged (by insulin). 3. (B)(6) leak test in water, version 44. (B)(4) reference samples, (B)(4) used sets and (B)(4) used tubing no air bubbles bursting during the test time of 30 seconds. Flow test values on returned used devices: p2: 53. P4: 65. Flow test values on reference samples: p1: 45. P2: 58. P3: 47. P4: 52. P5: 45.

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient faced leakage at site on (B)(6) 2024. Moreover, the issue ocuured with four infusion sets used for one to two days. No further information was available.

Manufacturer narrative:
MDR 8021545-2024-00321 - device 2 of 4.